Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer's blood glucose level at the time of incident was 30mg/dl. The customer's current level is 177mg/dl. The customer states they treated low levels with glucagon shot. Troubleshoot was conducted, and the customer states the device was exposed to an MRI. The customer states they were wearing the device during the scan. The device passed the displacement test. The customer was advised to minor the device and call back if issues persist. The customer was advised to contact their healthcare provider regarding the low levels.